Manufacturer narrative:
Conclusion: five static images were provided for review. The infolded valve was discarded, therefore no product analysis could be performed. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided, and a good load was confirmed. An infold was noticeable at 80% deployed, after one recapture. Worsening infolding was noted after the second recapture. The infold was characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Proper action was taken by the physician and the field team after properly identifying the presence of the infold. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Based on the limited available information and image review, a root cause for the infolding could not be conclusively determined, however it was reported that the patient's calcification possibly contributed. Review of the device history record (DHR) and frame record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was attempted with a 23 millimeter (mm) non-medtronic balloon. However, upon inflation, the balloon burst. A second non-medtronic balloon was utilized (24mm), and the pre-bav was then performed successfully. Of note, the patient's native anatomy was severely calcified, and they had a bicuspid valve. The transcatheter valve was loaded successfully and verified via fluoroscopy check. Upon first deployment, the valve landed high (above the annulus). The valve was recaptured. On the second deployment attempt, the valve was too deep. The valve was recaptured again. On the 3rd deployment attempt, the valve landed at an acceptable depth. However, the valve looked constrained, and an infold was observed. The valve was recaptured and removed from the patient without difficulty. A new valve was loaded successfully and verified via fluoroscopy check. Upon the first deployment attempt, the valve landed too deep.the valve was recaptured, and on the second deployment attempt, the valve landed at the optimal 3-5mm depth. The valve was released and remained in its optimal position. The patient remained stable throughout the procedure. No adverse patient effects were reported.